Event description:
At the end of surgical case, when pump was moved from pole to bed pole, the anesthesiologist noticed insulin bag was empty, even though the module was off. Manufacturer response for low volume pump, 8100 (per site reporter). Just sending the device tomorrow.